Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitor issued an alert for a high out of range shock impedance measurement of 127 ohms. Boston scientific technical services (ts) was consulted and suggested bringing the patient into the clinic for an evaluation and further testing. At this time the physician has opted to continue to monitor the patient. The right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) remain in service and no adverse patient effects were reported.